Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was in the hospital. Patient has mrsa bacteremia with vegetations on the leads. It is believed that the procedure is related to the infection, however, the physician does not believe the infection to be related or contributed to the device or leads. The physician performed a lead extraction and explanted the device. Nothing was re-implanted. The patient was stable before, during and after the procedure. Related manufacturer reference number: 2938836-2020-07095 and 2938836-2020-07097.